Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, instability and loosening of the tibial component at cement to implant interface. Cement manufacturer is unknown. It was also reported that the patient was revised to a (B)(4) revision knee. Doi: (B)(6) 2015. Doi: (B)(6) 2018. Right knee.

Manufacturer narrative:
(B)(4) no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.